Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the lead had decreased sensing, high thresholds, and high impedance. The lead dislodged shortly after fixation. Another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The full lead was returned in segments, analyzed, and no anomalies were found. The distal lv (low voltage) electrode of the lead was covered in blood. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.